Event description:
While under direct observation by respiratory therapy, an intubated/ventilator dependent pt was placed on CPAP 0 to determine if he had any spontaneous respirations. Within 1 minute, spontaneous effort observed but ventilator (which was set on maximum sensitivity) did not allow pt to inspire. Ventilator immediately changed to pressure support mode which did cycle with each inspiratory effort. No damage to pt due to immediate intervention.